Event description:
Terumo's system I heart-lung machine failed during a procedure. Neither the level detectors or the bubble detector alarmed. When the centrifugal pump stopped, the arterial line immediately in-trained air from the retrograde flow of the column of blood in the arterial line. Dates of use: four months. Diagnosis: heart lung machine for open heart.